Event description:
A trilogy o2 ventilator was returned to the manufacturer for preventative maintenance. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the device failed a repair test step relating to the oxygen blending module leak verification. The technician recommended replacing the motor blower assembly to resolve the issue. The motor blower assembly was not replaced as per the customer's request. Additionally, the trilogy o2 pm1 kit was replaced for maintenance. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.